Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalize due to high blood glucose level with diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 560 mg/dl, at the time of hospitalization. Customer had vomiting and positive ketones test. Customer was treat with insulin drip after admission. Customer declined to continue the troubleshooting for possible cause of high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08745 inches. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).